Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area, located in the distal end, is damaged. A root cause for the insulation cut away could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section is cut. A root cause for the fiber bonding in the outer tube area, located in the distal end, is damaged could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the rigid video laparoscope experienced insulation cut away. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.